Event description:
During priming in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the blue cap on the cannula fell off when opening package. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.